Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gallstone surgery, while suturing the gallbladder incision, a needle separation event occurred. The device was replaced with another suture to continue suturing the remaining incision. There was no patient injury.